Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports seeing a dark brown spot that appears to be a burn mark on the contact of the inform ii base. No adverse event reported. Requested return of suspect device and replacement was sent.